Event description:
It was reported that the swivel mechanism of the affiniti cvx ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. No further information is available. Philips has started an investigation, and upon completion, a follow up report will be submitted.